Event description:
The initial report involving a lumbar catheter was received, however, there was no info relating to the pt impact/involvement. The only info provided was; when the surgeon pulls out the stylet from the catheter, it curls completely as if the stylet was "stuck" to the catheter. Add'l info received on (B)(6) 2012: the product was in contact with the pt, however the pt was not injured. The event led to an increase in the surgery time (surgery delay unk). Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.